Event description:
Pt called infusion clinic and stated to the nurse that the infusion pump caught on fire. The pt put the fire out with her finger. Nurse asked the pt if she was okay and she said she was. The nurse advised the pt to call the 800 number to contact infusion system and let them know of a potential problem with the pump. The pt refused to call the company and told the nurse she would be coming to the hospital. When the pt arrived, the nurse took the pump and accompanied the pt along with her caregiver to the emergency department for care. The pt stated that her pajamas and her new recliner were burned. The emergency room physician evaluated and assessed the pt. No evidence of injury upon assessment. Pt stated that the unit was melded to the plastic and could not take the equipment out of it's casing. Pictures were taken of the device which appears to have no damage.